Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code, conclusion code, is being updated for this event.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated the motor stall occurred on (B)(6) 2017 at 10:00 and reached ¿stopped pump period may exceed tube set¿ on (B)(6) 2017 with no motor stall recovery noted. On (B)(6) 2017 an active audible alarm was silenced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 18 mcg/ml prialt at 5.757 mcg/day and 0.8 mg/ml dilaudid at 0.25587 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had symptoms of "body jerking" and increased pain starting on (B)(6) 2017. Additionally, the patient's personal therapy manager (ptm) was giving all x's. The patient went to the doctor the following day and a pump alarm was noted. The doctor then gave the patient pain pills and a fentanyl patch. Upon interrogation, a motor stall occurring on (B)(6) 2017 was noted in the logs. It was unknown if there were any environmental, external, or patient factors that may had led or contributed to the issue. A pump replacement occurred on (B)(6) 2017 and the issue was noted to be resolved. Following the replacement, the pump was filled with 25 mcg/ml prialt at 2.4 mcg/day. The patient was noted to be "alive - no injury". The patient's medical history included type ii diabetes, hypertension, sleep apnea, total knee replacement, spine surgeries, and an allergy to morphine.